Event description:
Pt said she put veletri into 2 of her cassettes and the cassettes popped off and are unusable. She lost 2 days of medication and does not need replacement. Lot 4089477. No further details provided.